Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the alarm check setting was actuel, we checked all the settings and there were no open settings.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the problem resolved itself, according to the complainant. No further measures were taken. No further information was provided.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the alarm check setting was actuel, we checked all the settings and there were no open settings.